Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level; bg value was not provided. Reportedly, an occlusion alarm had occurred. As the event occurred in the past, customer was unable to provide further information regarding the reported issue.